Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of this report: 11/2015. Date rcvd by MFR: 07/20/2016. Conclusion / root cause: the blower assembly and motor controller (mc) pcba passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly or with the motor controller (mc) pcba. This report is being submitted as part of the remediation for (B)(4).